Event description:
Catheter tested prior to insertion, ok. Placed catheter in pulmonary artery and inflated with no problems. Two hrs later inflated balloon a second time and the balloon did not appear to inflate properly. After removal of the catheter it was found that the balloon had burst. After investigation it was found that the catheter had come from a kit that had been assembled by another co. The kit had an expiration date of 10/96 but the catheter had an expiration date of 12/95. Also after further investigation, it was determined that the defective catheter involved in reports 32006-1996-002 thru 32006-1996-004 had also come from another co's kit that had expired co catheters. All pts experienced no untoward outcomes.